Event description:
Caller reported a cartridge alarm that did not adversely impact the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was advised to use an alternative insulin delivery method through multiple daily injections (mdi) and was provided with instructions to store and return the faulty pump. A replacement pump was sent, and the caller was instructed to reprogram settings and connect their continuous glucose monitor (cgm) to the new pump.